Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient had fallen a few weeks earlier and was seen in the clinic where the left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) were noted to have high out of range pacing impedance measurements of greater than 2000 ohms along with loss of capture. A revision procedure was performed where the lv lead was viewed under fluoro with no significant findings. However, the physician did note insulation damage near the suture sleeve of the lead. Insulation damage was also observed on the right atrial (ra) lead. Subsequently, the physician opted to surgically abandon both the lv and ra leads. The crt-d was also explanted. A new crt-d and leads were implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.